Event description:
It was reported that an unspecified number of 50 ml bd plastipak¿ luer-lok¿ syringes experienced foreign matter contamination and device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: syringes were broken, dirty (with particles) and with bad printing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: forty-five samples and four photos were provided to our quality team for investigation. Upon visual inspection of the product there were multiple defects identified; the thumb press of a plunger is observed to be broken, damage is noted on some of the barrels and plunger rods, particles and embedded material was identified within the syringe barrel and on the plunger, scale marking defects were observed, and ink stains were also noted on several of the products. A device history review was performed for reported lots 1908360 and 2004354, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failures. Given there were multiple defects identified, there are several potential causes of each issue we observed. During manufacturing, areas where the pieces move within the equipment are protected to avoid any damge to the product. The damage observed on the barrel and several of the plunger rods could be due to the product jamming within the manufacturing equipment. Additionally, the improperly assembled stopper may have occurred due to a misalignment of the plunger and stopper to the barrel during assembly. A camera system is used in the assembly machine to verify the stoppers are not missing or incorrectly assembled, rejecting any defective product identified. A failure in this system may also result in the product not being properly discarded. Defects related to the marking issues, light scale, and ink stains can occur during the marking process. The first few pieces are rejected until the pads used to transfer the scale onto the barrel are properly wet with ink. A failure in the flaming machine may result in the ink also not properly transferring onto the barrel, creating stains as seen in some of the pieces evaluated. In relation to the embedded material, particles can generate during the molding process. The remaining material on the injection screw can then detach and become injected into the mold of the syringe as we observed on some of the product that was provided. The injection machines are ran before use to remove any excess particles, automatically rejecting the first few pieces. Machines undergo routine cleaning and maintenance according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, given that there were several defects observed on multiple products, it is also possible that product that was scrapped during manufacturing was not properly discarded and became packaged.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908360, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-30, medical device lot #: 2004354, medical device expiration date: 2025-03-31, device manufacture date: 2020-04-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of 50 ml bd plastipak¿ luer-lok¿ syringes experienced foreign matter contamination and device damage/deformation while still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: syringes were broken, dirty (with particles) and with bad printing.